Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a clearlink system secondary medication set. This occurred during infusion. The customer had reported the secondary tubing would not respond to non-baxter pump with maximum (999) flow rate or minimum flow rate. This occurred at intensive care unit (ICU). The albumin would not go through the secondary set even when primary was kelly clamped. As a result, no medication was delivered, and the upstream occlusion alarm went off on the pump. There was patient involvement; however, no patient injury or medical intervention was indicated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.